Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level ranging from 300 mg/dl to 400 mg/dl. The user addressed bg level with a bolus. Reportedly, the user stated that the cause of the bg level was due to trying to use the cartridge on the 3rd day of use with humalog insulin and that the cartridge would be low on insulin.